Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, target lesion was located in the mildly tortuous and severely calcified left anterior tibial artery. A 4f non-bsc introducer sheath was inserted. After a non-bsc guidewire crossed the lesion, pre-dilatation was performed with a balloon catheter. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another 3mmx22cm coyote balloon catheter. No patient complications nor injuries reported.